Event description:
Use of breg continous flow pain pump identified in legal proceedings regarding a claim of shoulder chondrolysis. Breg was served legal papers on aug 8, 2008 and product identification was later established, the exact date is not known.